Event description:
It was reported that device diagnostics resulted in high impedance (>=10,000 ohms). The patient was referred for x-rays. It is unknown if x-rays will be sent to manufacturer for review. It is unknown if any patient manipulation or trauma occurred that caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
The patient underwent full revision on (B)(6) 2014. The explanted devices are not expected for return per hospital policy.

Event description:
The x-ray report was sent to manufacturer. The reports notes that the generator is in the left upper chest and the leads course over the left lateral chest and left lateral neck, terminating in the left later neck. The report notes that the lead wires appear to be intact.

Event description:
Received a call on 04/20/2016 that the explanted generator will be returned for analysis. However, the device has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: the settings/diagnostics submitted in the initial emdr were for the incorrect generator. Review of available history for the correct device showed that diagnostics were within normal limits through (B)(6) 2012. This report is being submitted to correct this data.